Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for anterior scar development, patellar grinding, pain. Event is serious and is considered moderate. Event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2019, date of event (onset): (B)(6) 2021, date of intervention: (B)(6) 2021, (left knee). Treatment: arthroscopic debridement of adhesions.